Manufacturer narrative:
(B)(4). The product is available for evaluation and testing; however, it has not been received to date.  Additional information will be submitted within 30 days of receipt.

Event description:
During the use of a customized multipack fg infiniti catheter, it was reported that the catheter broke inside the patient.  No vascular complications following this event.  The catheter has been removed using a lasso catheter.  The product will be returned for analysis.  No additional information is available.

Manufacturer narrative:
Complaint conclusion: during the use of a customized multipack fg infiniti catheter, it was reported that the catheter broke inside the patient. No vascular complications following this event. The catheter has been removed using a lasso catheter. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17554216 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) separated - in-patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information provided, it is not possible to determine what factors may have contributed to the separated condition reported. According to the instructions for use: ¿exercise care when removing guidewires from multiple-curve catheters.¿ manipulation of the catheter under excessive friction, ether due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Furthermore, if resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm the catheter positioning under high quality fluoroscopic observation. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.